Manufacturer narrative:
Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the lvot obstruction could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from the united kingdom, approximately 1.5 years post-implant of a 26mm sapien 3 valve in a mitral ring, the valve was explanted and replaced with a non-edwards surgical valve. During the same procedure, a tavi explant, a redo sternotomy, and asd repair were performed. The 26mm sapien 3 valve was explanted due to a left ventricular outflow tract obstruction (lvoto) with a gradient of 135mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 device code(s), additional code added to h6 type of investigation, corrected h6 investigation findings, additional device observations added to h10. Correction to b5 after administrative review: valve model stated as "26mm sapien 3 valve" corrected to "26mm sapien 3 ultra valve". The returned valve was visually examined, and the following was observed: the frame was deformed and crushed due to explant. Host tissue overgrowth present on frame and commissures. Large piece of tissue appeared to overhang on the outflow. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. No further action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction based on the pre-decontamination device evaluation, administrative review, and clarification from the field representative. The following sections of this report have been updated: d9, h3, additional code added to h6 device code, additional code added to h6 type of investigation, additional information added to h10. Correction made to b5 after administrative review (removed "tavi explant" as it was clarified there was not a tavi explant). Correction made to d6a per clarification from the field representative. The device was returned to edwards lifesciences and the following was observed: host tissue overgrowth around the commissures and frame. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the host tissue around the commissures and frame is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from the united kingdom, approximately 1.5 years post-implant of a 26mm sapien 3 valve in a mitral ring, the valve was explanted and replaced with a non-edwards surgical valve. During the same procedure, a redo sternotomy and asd repair were performed. The 26mm sapien 3 valve was explanted due to a left ventricular outflow tract obstruction (lvoto) with a gradient of 135mmhg.